Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion, however, a detachment was noted and the device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion, however, a detachment was noted and the device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.